Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the hemostatic valve on the initial short peel away sheath was leaking, as there was a centered puncture for the 14 french dilator. The impella was removed and the short peel away sheath was replaced with the 25 cm sheath.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.